Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: delta v-40 ceramic head 36/-2,5; cat# 6570-0-436; lot# 47187003, size 5 accolade ii 127 deg; cat# 6721-0535; lot# 47059907, trident hemispherical solid back shell; cat# 500-11-54e; lot# 44310301. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient called stating she had a right hip replacement done on (B)(6) 2014, and would like to know if her implants were involved in a recall. Patient is asymptomatic at the time of this call. Update: patient stated she's been experiencing over the period of three to four years. Patient has had cortisone shots for pain and has been to a nursing home rehab where she did physical therapy after surgery.

Event description:
Patient called stating she had a right hip replacement done on (B)(6) 2014, and would like to know if her implants were involved in a recall. Patient is asymptomatic at the time of this call. Update: patient stated she's been experiencing over the period of three to four years. Patient has had cortisone shots for pain and has been to a nursing home rehab where she did physical therapy after surgery.

Manufacturer narrative:
An event regarding pain for unspecified reason involving a trident liner was reported. The event was not confirmed; no device specific failure modes were identified. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: "re pi which represents a female patient dob(B)(6) 1946 described as 63 inches tall weighing 70 kg. Event description states: "... Right tha 6/16/14 ... Wants to know if her implant was involved in a recall. Patient is asymptomatic ..." Letter from stryker orthopaedics (B)(6) 2019 "... None of these products involved in a recall." (B)(6) 2014 h&p x-ray right hip "progression of arthritis" plan right tha. (B)(6) 2014 "doing well 4 weeks s/p right tha" (B)(6) 2014 " 4 months p/o ... Tightness and mild pain ...x-ray good position no evidence of loosening ..." (B)(6) 2017 c/o right trochanteric bursitis - injected with depomedrol ..." X-rays of (B)(6) 2014,(B)(6) 2015,(B)(6) 2017, (B)(6) 2019 include multiple views of right hip demonstrating a right uncemented tha reduced, in nominal position with no apparent pathology noted. There is no evidence that this patient has any problems related to her right total hip implants based upon the information available for review." -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient has had cortisone shots for pain and has been to a nursing home rehab where she did physical therapy after surgery. Pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. The medical review indicated that there is no evidence that this patient has any problems related to her right total hip implants based upon the information available for review. No further investigation for this event is possible at this time. It was reported that patient is inquiring if her implants are part of a recall. As per product recall verification response, it is confirmed that the reported device is not subject to a recall. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.